Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer evaluated the unit and found internal tank very slow to fill. The fse replace the high pressure regulator and tested, still the same. Then, replaced helium lines and valve, still the same. Called tech support and ran through their suggestion but still same outcome. Replacement parts fitted and machine fully tested and protocol ran. All functional and safety test passed and machine was cleared for clinical. Fitted parts: d103-00-0711- fitting,qck dsnc,fvalved,10-32 d004-00-0103-03 - tubing assy, helium,.005 ID d004-00-0103-02 - tubing assy, helium,multiple d103-00-0634 -valve,300 psi check

Event description:
It was reported during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.